Event description:
The facility representative reported a device which infused in less time than programmed during patient use. The programming was confirmed by a second nurse. The time expected for infusion was set for 24 hours but the infusion occurred in 15 hours. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.